Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer and cubies failed due to a duplicate address being detected. A field service engineer (fse) had worked with the pharmacist and observed that multiple cubie pockets contained both gen one and gen two pockets. The fse requested the customer to release all pockets in drawers 2.1 and 2.2, as customer were mixed gen one and gen two pockets, which caused a duplicate address issue. Customer released all pockets, the fse replaced the cubie pockets with gen two pockets and reloaded them into the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main and auxiliary, most drawer and cubies failed due to duplicate address detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.